Event description:
It was reported that the filter was tilted and that the struts had perforated the inferior vena cava (ivc). On (B)(6) 2012, the patient was implanted with a greenfield filter. The patient was at an elevated risk of developing a pulmonary embolism (pe) following a gastric bypass surgery. On (B)(6) 2020, the patient received an abdominal CT scan. It was noted that the ivc filter was tilted with the apex of the filter contacting the right lateral wall of the ivc. One of the filter struts extended beyond the wall of the ivc lumen into the adjacent retroperitoneal fat. Additional, a few of the left lateral struts extended beyond the ivc lumen, and appeared to abut the adjacent aorta. No evidence of strut fracture. No further patient complications were reported.